Manufacturer narrative:
The device has been requested and has been returned to the manufacturer. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the incident could not be determined. The bgstar's measurement of 47 mg/dl did confirm the patient's hypoglycemia. Neither the blood-glucose value nor the amount of insulin dosed before the event were provided. Factors that may have contributed to the discrepant measurements between the bgstar and the accu-chek include: environmental conditions, medical issues and testing practices. Every error displayed by the meter is followed by an error number. No error number was provided for the allegation that the bgstar produced an error for readings greater than 300 mg/dl. The bgstar is designed to display 'hi' for measurements greater than 600 mg/dl. Adjusted whole blood with blood-glucose spiked above 300 mg/dl was applied to the meter. No error was displayed. No corrective action will be performed because no system failure can be confirmed. This event will continue to be trended. Update: the meter has been returned to the distributor. A confirmation investigation found the meter is operating within specification. This additional information does not affect the root cause analysis.

Event description:
The caller alleges the bgstar meter is inaccurately measuring blood-glucose too high. As a result, additional insulin was administered causing hypoglycemia. This case concerns a male pt with type I diabetes. The pt uses lantus and apidra. The reporter states the pt was administered to the hosp three days prior to the reporting phone call due to hypoglycemia. The pt was found fainted at his house and was brought to the hosp. The bgstar measured the patient's blood-glucose 100 mg/dl higher than the hospital's accu-chek meter. It is also reported the bgstar produces an error for measurements greater than 300 mg/dl. The patient's diet, exercise, blood-glucose measurements before the incident and amount of insulin dosed was not provided.

Manufacturer narrative:
The device has been requested, but has not been returned to the MFR. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the info provided, the root cause of the incident could not be determined. The bgstar's measurement of 47mg/dl did confirm the patient's hypoglycemia. Neither the blood-glucose value nor the amount of insulin dosed before the event were provided. Factors that may have contributed to the discrepant measurements between the bgstar and the accu-chek include: environmental conditions, medical issues and testing practices. Every error displayed by the meter is followed by an error number. No error number was provided for the allegation that the bgstar produced an error for readings greater than 300 mg/dl. The bgstar is designed to display 'hi' for measurements greater than 600 mg/dl. No corrective action will be performed because no system failure can be confirmed. This event will continue to be trended.